Event description:
It was initially reported by the treating physician that the patient's pulse generator was showing a message indicating I to be an end of service condition. There were no further details available at the time on the issue and the patient's programming history. A search performed in the manufacturer's programming history database did not provide any details on the patient's device. It was indicated that the patient's previous pulse generator settings were at a high duty cycle and output current, so it is unclear at this time if this end of service condition is likely an expected event based on the settings. Good faith attempts to obtain additional info have been unsuccessful to date.